Event description:
The customer reported obtaining erroneously high sodium (na) patient results and stability error 3266 - ion selective electrode (ise) serum standard solution h generated on their au680 ise clinical chemistry analyzer (product number: b96696, serial number: (B)(6). There were no erroneously high na patient results released outside the laboratory. There was no injury, death, or delay/change in treatment associated with this event. The customer did not provide patient demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. Upon further investigation, the fse determined ise calibration and selectivity failed. The probable cause identified was air in the buffer valve. The fse replaced multiple hardware parts per maintenance procedure that included ise tubing, ref valve and buffer valve to resolve the issue. The fse performed system verification successfully without further issues. The customer was satisfied. No further action is required. Section a2, a4 and a5: the information is not provided by the customer. The beckman coulter internal identifier is case-(B)(4).